Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings:a review of the black box showed consecutive call service (B)(6) 2012 alarms. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms occurred. The pump cover was removed to find no intermittent conditions to the printed circuit board or the continuous glucose monitoring module. The complaint was verified in the pump history but not duplicated during testing. (B)(4).